Event description:
It was reported that "possible helium loss 3 alarms leading to pump exchange by staff: fos pressures not accurate after exchanging pump". The report further states, "[user] has a patient on pump in conjunction with va ECMO s/p cardiac arrest. [User] called for help with fos pressures being inaccurate after exchanging pump. Fos status code: eo. Staff has received possible helium loss3 alarms throughout the morning and exchanged the pump prior to calling the hotline. Balloon placement confirmed, patient in nsr without ectopy, and no blood present in helium driveline confirmed". No patient harm or injury. The patient's status is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "possible helium loss 3 alarms leading to pump exchange by staff: fos pressures not accurate after exchanging pump". The report further states, "[user] has a patient on pump in conjunction with va ECMO s/p cardiac arrest. [User] called for help with fos pressures being inaccurate after exchanging pump. Fos status code: eo. Staff has received possible helium loss3 alarms throughout the morning and exchanged the pump prior to calling the hotline. Balloon placement confirmed, patient in nsr without ectopy, and no blood present in helium driveline confirmed". No patient harm or injury. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.